Event description:
Follow-up from the physician was received indicating the patient is still experiencing an increase in seizures and has been referred for battery replacement as the generator battery status showed intensified follow-up indicator=yes. No known surgery has occurred to-date.

Event description:
Clinic notes were received for a patient's generator replacement referral which indicated the patient is experiencing an increase in seizures. The patient's wife stated the patient used to have seizures every 4-6 weeks. Currently patient is having seizures about 2 times a week. The patient states seizures occur closer together when he has them. The patient's wife states he has been unable to sleep well due to the pain in his arm and shoulder and thinks that the lack of sleep may be causing the increased seizure activity. Systems diagnostics were reported to have been taken on (B)(6) 2016. Additional relevant information has not been received to-date.